Event description:
The clinic reported dialysate pressure was cycling between near zero and -500 mmhg. Gambro technical services (gts) functionally tested the machine and found balance chamber valve vb5 was sticking open. The valve was replaced and returned to the MFR. No pt involvement was reported.